Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a auxiliary drawer on 2w failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed. A field service engineer (fse) shut down the device and found that the solenoid bullet spring had broken in half on drawer 2.1. The field service engineer replaced the spring and rebooted the device to resolve the issue. The customer successfully recovered the failed drawer and inventoried the medication in the drawer. The system functioned as intended after the field service engineer repaired the device.